Manufacturer narrative:
(B)(6).

Event description:
It was reported the patient experienced an aneurysm. The 99% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 7x120x130cm eluvia drug-eluting vascular stent system was selected for use. The eluvia was implanted from the root of the sfa and one drug coated balloon was applied to the distal during treatment. A halo sign was observed around the eluvia stent one month after treatment, and blood flow was observed outside the stent thirteen months after. When the diagnostic procedure was performed by echo color doppler imaging, color appeared. It appears it has become an aneurysm. There were no further patient complications.